Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned [as it remains implanted at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02063 and 3002806535-2017-00174.

Event description:
It was reported that a patient has been indicated for revision due to fracture of the patient's humerus. Attempts have been made and additional information on the reported event is unavailable at this time.